Event description:
The hospital notified the penumbra sales representative that they received two defective pump canisters with small cracks in the polymer which hinder the maintaining of -25inhg of vacuum when hooked up to the penumbra aspiration pump. Upon investigation, it was uncovered that all of their canisters were stored in an area where other equipment was piled on top of the boxes causing the boxes to be crushed and several canisters damaged. The hospital has now moved their inventory to a safer storage location.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.